Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred ¿2 days¿ prior to the alert date of (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin dosage and denied taking any action in response to their regular diabetes management routine as a result of the error message appearing. The patient stated that an unknown period of time after the error message occurred they experienced symptoms of ¿weak and dizzy¿. The cca documented that the patient did not receive any form of medical treatment in response to this. At the time of troubleshooting the cca walked the patient through a re-test and was unable to resolve the issue. It was noted that the patient was carrying out the correct testing procedure. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.